Event description:
After the lens was implanted, the surgeon noticed a tear at the side of the optic. He enlarged the incision to remove and replaced the lens.

Manufacturer narrative:
This lens is sold in the USA under model: ao60g.